Event description:
It was reported that the patient underwent an ipg replacement procedure due to no longer working as intended. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.